Event description:
Per the clinic, the device was explanted on (B)(6), 2022 due to other medical reasons. There are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
This report is submitted on september,08,2022.

Manufacturer narrative:
This report is submitted on march 03, 2023.